Manufacturer narrative:
(B)(4). (B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the oscillating bone saw device connecting part was broken and would not hold the blade in place. There was a five minute delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as jun 26, 2017 in the initial report and has been updated as july 25, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling tool side did not function and the tension screw was broken. The device also failed pretest for check performance, check oscillation frequency. Min 15¿000 ¿ 18¿000 osc/min, check operating of trigger/lever., check the tool coupling and check status of development. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.